Event description:
It was reported that the patient presented in good condition, but the target vessel was 95% stenosed. To treat the mildly calcified, 95% stenosed lesion in the mildly tortuous mid circumflex coronary artery, pre-dilatation was performed then a 2.75x28 xience v rx stent delivery system (sds) was advanced toward the lesion, but failed to cross due to patient anatomy. The sds was withdrawn and the lesion was pre-dilated using a non-abbott balloon dilatation catheter. The xience v rx sds was then re-advanced toward the target lesion, however, the stent dislodged and was intentionally deployed just proximal to the target lesion. No resistance had been felt at any time. No other device or procedural issues were noted. The target lesion was alternatively treated/managed with medication. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, it was noted that the correct size of the xience v rx stent delivery system (sds) complaint device is actually 2.25x28, not 2.75x28; the incorrect size had been inadvertently reported. No additional information was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery systems (sds) was returned for analysis, stent dislodgement was confirmed. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v, everolimus eluting coronary stent system international, ce, instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the reviewed information, no product deficiency was identified.